Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the craniotome device were damaged. It was noted that the crane handle was damaged, the balls were missing, the cage did not exist, and the ball bearings had fallen apart. It was further determined that the device failed pretest for temperature, cutter insertion, visual assessment and lock operation. It was noted in the service order that before use it was observed that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the date returned to manufacturer was jan 10, 2018 on the initial report. The correct date that the product was returned to the manufacturer is jan 31, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The crani-a attachment device was evaluated and the reported condition that the device did not work was confirmed. An assessment was performed and it was observed that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. During repair it was observed that the bearings are worn out and loose create a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to wear from normal use and servicing, the failure was caused by worn out bearings. The condition of the drilled neuro-tip leg was determined to be due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.